Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys would not display a fluoroscopy image, thus making the system usable. There is no report of injury or death associated with the event described in this complaint.